Event description:
The pt was difficult to arouse. The daughter tested pt's blood glucose on the suspect device and it was 206mg/dl at 10:30am. The paramedics arrived at 10:45am and tested pt's blood glucose on their device and it was in the 30's mg/dl. Pt was taken to the hosp and admitted.